Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was observed to have blood ingression. There was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.